Event description:
Healthcare professional reported a "right side deflation" and exchange due to concerns with the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, total delamination of valve assessed as adhesive failure. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Black particles in device outer surface are observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "deflation" and exchange due to concerns with the product.

Event description:
Healthcare professional reported a "right side deflation" and exchange due to concerns with the product. The device has been explanted and replaced.